Manufacturer narrative:
After reviewing the information received this complaint has been deemed to be no longer reportable.

Event description:
Additional information received that prior to the lens implantation surgeon noticed a small posterior capsular tear. Surgeon proceeded and implanted the lens without any issue. The tear enlarged post-op with further nasal displacement of the lens. Anterior vitrectomy was performed due to vitreous present following removal of iol. The lens was replaced with a three piece lens,which was implanted in sulcus and it has been stable and well centered.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that during the initial surgery, a small tear was noticed in the posterior bag. The surgeon felt that the eye was stable at that time. Since the surgery, a zonules issue was observed and the decentered lens will be explanted. Additional information has been requested but has not been received.